Event description:
During a falloposcopy procedure in a hysterectomy patient the clear distal section of the stargate peni catheter and the catheter wire tip separated from the distal catheter shaft. The catheter was removed from the patient prior to the end of the procedrue. The distal clear section of the catheter and the catheter's wire tip were recovered from the patient's uterus post-hysterectomy. This adverse event is marked other because it is unknown as to whether or not this event would have resulted in permanent impairement of body function or damage to body structure.